Event description:
The account alleges that the device has a loss of head up.

Event description:
Caller reported blood glucose results of 191 mg/dl, 124 mg/dl, and 101 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system; replacement was sent.